Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic cramping / pelvic pain into the legs, right side greater than left") and genital haemorrhage ("continuous bleeding") in a female patient who had essure (batch no. 30402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent an essure confirmation test". The patient's past medical history included diverticulitis, hemorrhagic ovarian cyst and lumbar radiculopathy. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included thrombosis. Concomitant products included diazepam from (B)(6) 2014 to (B)(6) 2014, fluoxetine from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014 to (B)(6) 2014, labetalol from (B)(6) 2012 to (B)(6) 2013, lisinopril from (B)(6) 2014 to (B)(6) 2014, macrogol (polyethylene glycol) from (B)(6) 2014 to (B)(6) 2014, methyldopa from (B)(6) 2012 to (B)(6) 2013, prenatal vitamins from (B)(6) 2012 to (B)(6) 2013 and procet (acetaminophen w/hydrocodone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: constant itching mostly on trunk of body"), rash ("mysterious rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and hydrosalpinx ("other injury(ies) or complication (s) please describe: hydrosalpinx"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("suprapubic abdominal pain") and nausea ("nausea"). On an unknown date, the patient experienced back pain ("lower back pain"), metrorrhagia ("metrorrhagia"), menstrual disorder ("abnormal menstruation") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, metrorrhagia, dysmenorrhoea, allergy to metals, menstrual disorder, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, rash, migraine, headache, dyspareunia, menorrhagia, vulvovaginal pain and hydrosalpinx outcome was unknown and the pelvic pain, nausea, back pain, pruritus and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hydrosalpinx, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patients date of birth: (B)(6) 1977 (per mr) diagnostic results: us : showed hydrosalpinx and tubo-ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " other injury(ies) or complication (s) please describe: hydrosalpinx" was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic cramping / pelvic pain into the legs, right side greater than left and continuous bleeding (seen as genital bleeding). A total laparoscopic hysterectomy with bilateral salpingoophorectomy was performed. The events are anticipated in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in united states on 13-oct-2016 , on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. Sometime following the implant, the plaintiff experienced lower back pain, pelvic cramping, metrorrhagia, dysmenorrhagia (interpreted as dysmenorrhea), nickel allergy complications, and abnormal menstruation as well as pelvic pain. Due to continuous bleeding, in (B)(6) 2013, a nova sure ablation was discussed, as well as oral medication. She also went to the emergency department in (B)(6) 2014 due to pelvic pain into the legs, right side greater than left, along with suprapubic abdominal pain and nausea. Due to the essure complications, she underwent a total laparoscopic hysterectomy with bilateral salpingoophorectomy on (B)(6) 2014. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic cramping / pelvic pain into the legs, right side greater than left and continuous bleeding (seen as genital bleeding). A total laparoscopic hysterectomy with bilateral salpingoophorectomy was performed. The events are anticipated in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic cramping / pelvic pain into the legs, right side greater than left") and genital haemorrhage ("continuous bleeding") in a female patient who had essure (batch no. 30402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent an essure confirmation test". The patient's past medical history included diverticulitis, hemorrhagic ovarian cyst and lumbar radiculopathy. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included thrombosis. Concomitant products included diazepam from (B)(6) 2014 to (B)(6) 2014, fluoxetine from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014 to (B)(6) 2014, labetalol from (B)(6) 2012 to (B)(6) 2013, lisinopril from (B)(6) 2014 to (B)(6) 2014, macrogol (polyethylene glycol) from (B)(6) 2014 to (B)(6) 2014, methyldopa from (B)(6) 2012 to (B)(6) 2013, prenatal vitamins from (B)(6) 2012 to (B)(6) 2013 and procet (acetaminophen w/hydrocodone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhagia"), allergy to metals ("nickel allergy complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: constant itching mostly on trunk of body"), rash ("mysterious rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("suprapubic abdominal pain") and nausea ("nausea"). On an unknown date, the patient experienced back pain ("lower back pain"), metrorrhagia ("metrorrhagia"), menstrual disorder ("abnormal menstruation") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, metrorrhagia, dysmenorrhoea, allergy to metals, menstrual disorder, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, rash, migraine, headache, dyspareunia, menorrhagia and vulvovaginal pain outcome was unknown and the pelvic pain, nausea, back pain, pruritus and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patients date of birth: (B)(6) 1977 (per mr) diagnostic results: us : showed hydrosalpinx and tubo-ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events cystitis, dyspareunia, fatigue, female sexual dysfunction, headache, menstrual disorder, migraine, pelvic inflammatory disease, pruritus,rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, genital haemorrhage are added. Lot number added. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 1-mar-2018: medical record received. Historical & concomitant conditions & drugs are added. Processed with fu 02 incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic cramping / pelvic pain into the legs, right side greater than left"), genital haemorrhage ("continuous bleeding") and hydrosalpinx ("other injury(ies) or complication (s) please describe: hydrosalpinx") in an adult female patient who had essure (batch no. 30402-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent an essure confirmation test". The patient's past medical history included diverticulitis, hemorrhagic ovarian cyst and lumbar radiculopathy. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included thrombosis. Concomitant products included diazepam from (B)(6) 2014 to (B)(6) 2014, fluoxetine from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014 to (B)(6) 2014, labetalol from (B)(6) 2012 to (B)(6) 2013, lisinopril from (B)(6) 2014 to (B)(6) 2014, macrogol (polyethylene glycol) from (B)(6) 2014 to (B)(6) 2014, methyldopa from (B)(6) 2012 to (B)(6) 2013, prenatal vitamins from (B)(6) 2012 to (B)(6) 2013 and procet (acetaminophen w/hydrocodone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhagia"), allergy to metals ("nickel allergy complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: constant itching mostly on trunk of body"), rash ("mysterious rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and hydrosalpinx (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("suprapubic abdominal pain") and nausea ("nausea"). On an unknown date, the patient experienced back pain ("lower back pain"), metrorrhagia ("metrorrhagia"), menstrual disorder ("abnormal menstruation") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, metrorrhagia, dysmenorrhoea, allergy to metals, menstrual disorder, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, rash, migraine, headache, dyspareunia, menorrhagia, vulvovaginal pain and hydrosalpinx outcome was unknown and the pelvic pain, nausea, back pain, pruritus and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hydrosalpinx, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patients date of birth: (B)(6) 1977 (per mr). Diagnostic results: us : showed hydrosalpinx and tubo-ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 4-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .